Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter displays hourglass and beeps, and display remains blank. This issue was not resolved with troubleshooting.